Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and the reported slda and poor image resolution was due to patient anatomy. Based on the reported information, the difficulties encountered were the result of anatomical conditions causing poor visualization. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to patient anatomy. The first clip delivery system (cds) was advanced to the mitral valve. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). In the physicians opinion, the slda was due to the pre-existing patient anatomy. A second clip was used to stabilize the slda clip. Two clips implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.